Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication error with the scope occurred due to poor connection and contact of the cable, and b30 was displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated on site and the issue was confirmed. The device was cleaned, and all cable connections were corrected. The device was left working and is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had error code b30. There was no harm associated with the event.